Manufacturer narrative:
The field svc eingineer evaluated the instrument and replaced the plunger clamp in the reported problem area of the pipette assembly. The oss mod a1-summit power pcb was also replaced. The instrument was insp, tested without further problem and returned to svc.